Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. B(2) was corrected reflect 'other serious or important medical events". This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device sound abatement foam. The patient alleged to develop lesions on their lungs approximately 2 years ago. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. There was no medical intervention reported by the patient. The device was returned to the manufacturer's product investigation laboratory for further investigation. No care orchestrator data was available for download. During investigation of the device,a dark dust contaminant on the top enclosure, front enclosure, rear panel, and bottom enclosure was observed. The pca appeared to have verdigris of the antenna, however, there was no evidence that this affected the performance of the pca in any way. Evidence of sound abatement foam degradation/breakdown was not observed a piece of white plastic type particle was observed on the bottom enclosure under the blower box. An unknown dust contaminant was observed on the blower seal. Evidence of liquid ingress was present on the blower and blower box. A keratin-like substance was observed on the blower box outlet. The investigator confirmed there was no evidence of sound abatement foam degradation in the device. Section d8, d9, h2, h3 and h6 were updated.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lesions on their lungs. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.